Event description:
It was reported that during an iliac placement (off-label use), the stent got stuck at the end of the delivery catheter. The catheter was removed and replaced with another of the same make and type to successfully complete the procedure without further complications being reported.